Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a sudden onset of dizziness about 3 days ago. The patient discussed an MRI with the health care provider (hcp), but the MRI was not ordered at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.